Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that after filling the cartridge with 200 units of insulin, the insulin gauge displayed a lower fill estimate of over 120 units or over 180 units of insulin in the cartridge. Tandem technical support educated the customer on the insulin gauge calculations of the pump and that the initial values were accurate. The customer's blood glucose level was over 300 mg/dl, and was addressed with manual injections. At the time of the reported event, the customer's bg level was within target range.